Manufacturer narrative:
(B)(4). Initial reporter state: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain, or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 03/13/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on b)(6) 2023. It was reported that the patient experienced a skin reaction which occurred one day after the sensor had been inserted in the arm. The patient developed a rash, redness, and inflammation under the sensor patch and extending beyond the patch perimeter. The patient had a tingling sensation in the area. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the parent took the patient to see a physician who prescribed oral antibiotics (keflex 5 ml, four times per day for seven days) for the skin reaction. At the time of the report, the parent stated the reaction area looked fine and was healing. No additional event or patient information is available.